Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stenting procedure on (B)(6) 2011. According to the complainant, the patient had a malignant tumor within the ascending portion of the duodenum. The patient's anatomy was noted to be tortuous. During the procedure, the stent system was positioned at the stricture. However, during deployment, the deployment handle detached from the outer sheath and the stent failed to deploy. Upon withdrawing the stent from the patient, it was noted that the stent was partially deployed by approximately 1cm. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The device component (B)(4) relates to the device problem (B)(4) for the reported event of stent deployment issue (partial deployment). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed off the delivery system by approximately 23mm. The outer sheath was detached from the handle and was stretched in appearance near the proximal end. Slight kinks were noted along the length of the device. During a functional analysis, the outer sheath was unable to be retracted by hand to complete deployment of the stent. After dissection of the shaft of the device, the stent was deployed distally. Some resistance was noted in the movement of the outer sheath following the dissection. Examination of the deployed stent, the stent holder, and the inner shaft found no anomalies. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Therefore, the most probable root cause classification of this event is "operational context." A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stenting procedure on (B)(6) 2011. According to the complainant, the patient had a malignant tumor within the ascending portion of the duodenum. The patient's anatomy was noted to be tortuous. During the procedure, the stent system was positioned at the stricture. However, during deployment, the deployment handle detached from the outer sheath and the stent failed to deploy. Upon withdrawing the stent from the patient, it was noted that the stent was partially deployed by approximately 1cm. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good."